Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead had dislodged and caused a cardiac perforation. The lead was capped and replaced. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.